Event description:
During an atrial septal defect (asd) procedure the device embolized into the left ventricle. An attempt to retrieve the device in the cath lab was unsuccessful. The patient was sent to the operating room for device retrieval and surgical asd repair. Additional information was requested, including imaging for this event and patient information. Should additional information become available a supplemental report will be filed.